Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the pump was alarming with a blank screen and pressing buttons did not illuminate the display. Reporter instructed patient to replace batteries but the pump would not power on despite multiple attempts. Reporter confirmed that new batteries were used and were inserted properly. Patient reports that the power button appears to be stuck. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name : (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.